Event description:
It was reported that during a stenting treatment procedure, a stent fracture occurred. The lesion was located in a dissected proximal left anterior descending artery. A 4.0x20mm promus element stent was advanced to and deployed in the lesion. The lesion was post-dilated with a 4.0mm non bsc balloon. Under angio, the physician noted an irregularity of the stent. Ivus was used and it was seen that the stent had fractured "in the body of the stent." The procedure was completed with this device. No patient complications were reported. Additional information was requested but is not available. This product is only (B)(4) approved, but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).